Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that, when the user inserted a swg (spring wire guide) into the distal hub as a test, it stuck at the junction hub and did not advance further. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) inserted into a 2-l cvc catheter for evaluation. Visual inspection of the swg revealed a kink just proximal to the j-bend. The proximal end of the swg was also noted to have a slight bend. Microscopic examination confirmed both the distal and proximal welds were attached and fully spherical. Visual inspection of the catheter did not reveal any defects or anomalies. After the swg and catheter failed functional testing, a cross-sectional cut was made at the catheter juncture hub. This cut revealed that there was a molding issue at the juncture hub. The kink in the swg measured 655 mm from the proximal end. The length of the swg measured 687 mm, which is within specifications of 677.8-687.4 mm per swg product draw ing. The outer diameter of the swg measured 0.434 mm, which is within specifications of 0.432-0.457 mm per swg product drawing. The length of the catheter body measured 12.4375", which is within specifications of 12.03125-12.5" per catheter product drawing. The outer diameter of the catheter body measured 0.05460", which is within specifications of 0.052-0.055" per catheter product drawing. The inner diameter of the catheter tip measured 0.022", which is within specifications of 0.021-0.023" per catheter product drawing. The guide wire was advanced through the returned catheter to functionally test the guide wire. The guide met resistance at the juncture hub. For this reason, a cross-sectional cut was made at the juncture hub. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a gradual bend in the guide wire at the distal end of the body. Additionally, functional testing revealed a molding defect in the catheter juncture hub. This likely led to the kinking of the guide wire. Based on the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue.

Event description:
It was reported that, when the user inserted a swg (spring wire guide) into the distal hub as a test, it stuck at the junction hub and did not advance further. No patient involvement reported.